Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh and monarc sling were implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and cystocele mesh was implanted. It was reported that following insertion, the patient experienced pain, extrusion, infection, urinary problems, bleeding, recurrence and dyspareunia. It was reported that the patient experienced a foreign body in the vagina, vaginal bleeding, dyspareunia and underwent removal of the foreign body on (B)(6) 2011. No additional information was provided. (B)(4) ¿urinary problems; undefined recurrence; dyspareunia. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 7/25/2019. (B)(4). Additional narrative: it was reported that following insertion the patient experienced tingling, numbness, incontinence and urinary retention. It was reported that patient underwent removal of mesh on (B)(6) 2019. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.